Manufacturer narrative:
The reported injury was chipped a chipped tooth. Event date is approximate. Complaint received from the (B)(6).

Event description:
The consumer reported that their airfloss caused their husband's tooth to chip during his first usage in years.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.